Event description:
It was reported that during the first right ventricular (rv) lead impedance measurements the implantable cardioverter defibrillator (ICD) had high impedance measurements on the rv defibrillation coil suspected as not well connected to ICD. The ICD and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.